Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. The patient was discharged on apixaban 5 mg twice daily and aspirin 81 mg/d. The patient had discontinued anticoagulation medication early due to a misunderstanding in the treatment plan but had continued on aspirin. During a routine 45-day follow-up examination, transesophageal echocardiogram (tee) revealed a sessile, 12 x 4 mm thrombus on the left atrial aspect of the closure device with a small, 2mm paravalvular leak. The patient was restarted on anticoagulation medication, and a repeat tee examination was scheduled for 45-days later. The patient declined further follow-up.

Manufacturer narrative:
B3: estimated as publication date is 2023. Literature citation: nehal dhaduk, et al. (2023), device-associated thrombus with watchman flx left atrial appendage closure device: a report of two cases. Case: cardiovascular imaging case reports. Https://doi.org/10.1016/j.case.2023.01.010.